Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
A center director reported that following lasik surgery, the patient was diagnosed with dry eye syndrome in both eyes. The patient was treated with punctal plugs in both eyes. Per the director, the event is not disabling or interfering with the patient's daily activities. In a follow up, the center director reported that the dryness had improved after the plug insertion. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).